Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a pending distal erosion and elected to defer revision at that time. Several months later, during the subsequent revision procedure, the reservoir was removed and replaced, and upon removal of the cylinders, it was discovered that both had eroded bilaterally through the urethra. Therefore, no new cylinders were implanted and a future procedure has been scheduled for cylinder reimplantation. No additional information was reported.